Manufacturer narrative:
The returned product was investigated and no abnormalities were seen on the sterile sleeve. A clamp mark and deformation to the catheter was seen at the 38cm marking. Resistance was felt at this area when the repositioning unit was slid up the catheter. The cause of the product damage was use related and related to clamping of the catheter causing deformation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The sterile sleeve was stiff during impella delivery. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.